Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 140-180mg/dl fasting. Verified the strips expired 7/31/2017. Customer confirms the strips have been stored in the kitchen and were first opened (b)(5) 2015. Reviewed meter memory: 1:347mg/dl (B)(6) 2015 06:46:00 pm fasting:yes. 2:242mg/dl (B)(6) 2015 02:54:00 pm fasting:yes. 3:92mg/dl (B)(6) 2015 12:13:00 pm fasting:yes. 4:46mg/dl (B)(6) 2015 10:10:00 am fasting:yes. 5:69mg/dl (B)(6) 2015 06:55:00 pm fasting:yes. Memory concerns: customer is concern with the results taken on (B)(6) 2015 at 10:10am 46mg/dl. Customer calling states that he has been getting some strange low blood results today. Check memory and the time is not set correctly. Adverse event not reported.